Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck. After delivering pulses the physician attempted to retract the wire, and it would not budge. Released flexing on sheath. Advanced the wire to release torque and tension on the wire which temporarily solved the issue but upon rewiring the vein the problem persisted. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.